Manufacturer narrative:
A device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum gun was visually inspected upon receipt, and it was found to be in good overall condition. Further, found that the sleds and cocking slide are worn and discolored. The device was functionally tested and passed the tests as gun was primed and fired with lots of resistance as the gun was very dry which is identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device is not firing and the investigation is determined to be confirmed for the identified device difficult to set up or prepare issue. The root cause for the reported device failure to fire issue cannot be determined as the problem could not be reproduced. The root cause for the identified device difficult to set up or prepare issue was determined to be gun was very dry. During the evaluation, it was also determined that the sleds and cocking slide are worn are likely to contributing to identified device difficult to set up or prepare issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a biopsy procedure, the device was not firing. There was no reported patient injury.